Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only the event year is known. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: 5.0 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a right distal tuberosity fracture of the thigh bone with rfna(retrograde femoral nail advanced). In the x-ray, 5.0 ans locking screws were inserted in all holes distally and two holes proximally in the ap direction. On (B)(6) 2023, the x-ray confirmed that two of the ans (advanced nailing system) locking screws which had been inserted proximally were backed out. The two backed out screws are considered to be two of 32 mm or one of the two 32 mm and one 36 mm screw. A second surgery was scheduled for (B)(6) 2023 to remove the two backed out screws and to insert a new lateral stop in two holes in the proximal ml direction. This report involves one unk - screws: 5.0 mm locking. This is report 2 of 2 for (B)(4).